Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, as a result of an incomplete staple line, the procedure was converted to open to control bleeding. No blood product was given, there was no additional pt consequence.